Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 467 mg/dl. Drive support cap was flush. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with currents in specifications. No unexpected low battery alarm. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. The drive support disk was inspected and no anomaly was noted.